Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during an extraction procedure of this left ventricular lead due to a lead fracture and a loss of capture it was no possible to remove the lead. A new lead was attempted to be implant but a dissection was noted and thus the procedure was abandoned. The old left ventricular lead was deactivated. The patient will be transferred to another specialized center for a lead extraction. No adverse patient effects were reported.